Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient with an implantable pump infusing unknown morphine and bupivacaine for non-malignant pain. It was reported that the healthcare provider (hcp) stated that when trying to fill the pump "I have resistance and can't push anything in there." The hcp stated that when aspirating the residual drug, they were expecting 6.3 ml and got back about 6 and "got bubbles" so they believed the reservoir to be empty. The hcp tried 4 different refill kits and tried holding negative pressure for several minutes and continued to get bubbles back but did not feel the reservoir valve release. The hcp tried a 10 and 5 cc syringe with saline and tried to push that in but was unable to get anything in then tried a 3 cc syringe with saline and was able to get a couple of cc into the pump and pull it back out. The hcp again tried to hold negative pressure with an empty syringe and got back bubbles but did not feel the valve release. The issue was not resolved through troubleshooting. The hcp stated that they plan to send the pt home with po meds and bring the patient back tomorrow to try to fill again. The manufacturer's technical services specialist (tss) reviewed considerations around pump running empty and reviewed potential that pump may need to be replaced if issue continued to go unresolved. Additional information was received from the manufacturer representative (rep). It was reported that the pump was unable to be filled. The nurse practitioner attempted several times with the help of technical services, but could not refill. The pump was replaced and the issue was resolved.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pump fluid path ¿ reservoir bellows weld crack ¿ manufacturing issue¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.